Event description:
While speaking with this facility regarding the centros recall, they informed us that one of their samples was given/to the sales rep because the cuff came off the catheter during the placement.

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample angiodynamics is unable to conduct a thorough investigation. However a corrective action has been opened to address this type of complaint. Based on information obtained through the corrective action it appears as if the cause of the complaint is a manufacturing error. This product is manufactured at via biomedical. The following information is listed in the instructions for use to help prevent catheters falling out: catheter must be secured/sutured for entire duration of implantation. Cut sutures from suture wing. Follow hospital protocol for removal of skin sutures. Free cuff from surrounding tissue. This type of complaint will continue to be monitored for trends. No further action at this time.